Manufacturer narrative:
The subject device was not returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, there was the possibility that this phenomenon was attributed to the accidental failure of the decompressing device because 6 years and 4 months had passed from the subject device had been manufactured.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus (B)(4), there was the looseness inside the subject device and gas leakage, also the abnormal sounds were generated. There was no report of patient injury associated with the event.